Event description:
It was reported that a user of the ilet experienced high blood glucose while using an inset infusion set, and the user believed the infusion site on the arm was a poor location affecting insulin delivery. Symptoms included hyperglycemia. Outcomes included troubleshooting and education with instructions to change infusion supplies and monitor glucose for approximately 90 minutes, with a planned follow-up. Investigation included user-guided troubleshooting focused on infusion site integrity and set replacement. Investigation of this case revealed a likely infusion-site¿related delivery issue consistent with site failure or poor absorption, with no evidence of device malfunction identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient evidence of a device malfunction and a plausible site-related issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.